Event description:
N/a.

Manufacturer narrative:
The perforator was returned for evaluation. Unique device identification (UDI): (B)(4) or (B)(4). Failure analysis: the perforator unit was inspected using the unaided eye. Unit was observed to have a worn "eo" label and was not legible. No other anomalies were noted. The "IFU" testing was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman disposable perforator did not stop during use. The skull was perforated while stopping the rotation on the way. The procedure was completed with the device. No adverse consequences to the patient were observed.